Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, legal manufacturer's final investigation and the hygiene microbiological investigation report. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. No microorganisms were detected. The device was evaluated where no abnormalities were found though there were several technical defects such as cover glasses glue peeling, bending section rubber failure, and failed suction from the cylinder . These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. No growth was confirmed after reprocessing in accordance with the instructions for use (IFU). A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Event description:
The olympus representative reported on behalf of the customer, the evis lucera elite gastrointestinal videoscope had bacteria growth on the external surface . The issue was found during a routine sampling post procedure. The intended procedure had been completed using the same device. The scope was in quarantine after a procedure on (B)(6), 2021 after it was used on a patient with a pre-existing condition of clostridium difficile. The scope was rewashed three (3) times and the external surface was resampled. Each time, the swab showed something growing. The water cultures were clear. The scope tested positive for staphylococcus sciuri, klebsiella oxytoca, and pseudomonas aeruginosa. There was no reported contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. The automatic endoscope reprocessor (aer) was not sampled after the endoscope was processed but had weekly a weekly siphon microbial test with no issues. The air/water and auxiliary channels were precleaned with wassenburg endohigh detergent. The instrument/suction channel, suction cylinder, and instrument channel port were manually cleaned with wassenburg endohigh detergent and olympus bw -412t disposable brushes. Manual disinfection was performed with wassenburg endohigh paa. The aer used was a wassenburg along with wassenburg endohigh detergent and wassenburg endohigh paa. The customer vertically hung the scope and vacuumed packed/ water sampled pre vacuumed, if necessary. Maintenance / repair of the device had performed by olympus. The last service was july 21. The scope was not ethylene oxide (eto) sterilized. The subject device referenced in this report was not returned for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.